Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 375 mg/dl at the time of the incident. Patient's current blood glucose is 269 mg/dl. Customer stated that she sees an air bubble about 4 mm long about halfway through the tubing. Approximate size of air bubbles is 4 mm long. Customer noticed air bubble during troubleshoot for high blood glucose. Customer reported that there is no leaks at the p-cap connection, infusion tubing and reservoir. The reservoir will not be returned for analysis.